Manufacturer narrative:
For g4: PMA/510(k): premarket submission number not available/not released. No safety concern was reported. The customer's complaint that the autopulse nxt platform (sn (B)(6)) became hot and emitted a burning electrical odor was partially confirmed during functional testing. A burning odor was detected and is attributed to oil burning off the motor as it heated. The platform was not hot to the touch; however, the center of the top enclosure was slightly warm. Archive data indicates the motor temperature exceeded its thermal limit. This condition may have resulted from increased energy demand during compressions, potentially related to patient characteristics such as larger body size, which can elevate motor temperature. The archive data indicated the occurrence of fault 1290 (fault_analog_motor_over_temp): analog motor temperature over the thermal limit around the reported event date. Review of the archive data indicates that the platform delivered compressions for 19 minutes and 34 seconds (1,574 compressions). The session terminated when the motor temperature reached 110 °c, exceeding the thermal limit and triggering fault 1290, which halted compression and activated the yellow alert indicator. The elevated temperature was likely due to increased energy demand, potentially related to patient characteristics such as larger body size. The reported burning electrical odor is primarily due to oil burning off from the motor as it heats up. The nxt platform passed the preliminary functional test without faults or errors. Additionally, a burning odor was noticed when the second battery was used for the compression test, and the middle part of the top enclosure is slightly warm (not hot) to the touch. The platform underwent continuous testing using the service manikin with two batteries, which helped to reduce the motor's oil residues. Following the service, the autopulse nxt platform passed the final tests without issues. Historical complaints were reviewed for service information related to the reported complaint, and there was no previous history of complaints reported for the autopulse nxt platform with sn (B)(6).

Event description:
The patient was a 60-year-old male, approximately 6 feet tall and weighing approximately 250 pounds. The patient was placed on the autopulse nxt platform (sn 02368) prior to transport. Initially, the nxt platform functioned properly without any issues. During transportation to the hospital, the autopulse became hot to the touch and emitted a burning electrical odor. The crew immediately removed the nxt battery, which was also hot, and replaced it with a new battery. The odor dissipated after the battery was removed. No impact or consequence on the patient. No safety concern was reported.